Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was discomfort and burning at the implantable neurostimulator (ins) site. The patient was going to call back at the end of the week once anesthesia would wear off and swelling had gone down to go over the patient programmer (pp). The issue started today, (B)(6) 2016, the day of implant.

Event description:
Additional information received from the patient reported that the discomfort and burning at the implant site resolved. She was very pleased with the results of the device. She had not had any fecal incontinence since the procedure was done. She was very grateful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.